Event description:
It was reported that this calibration test unit appeared to have broken connectors and cables. They stated that they would bring the device back for calibration. Per follow up information received via email on 14jun2023, they have the test unit. The connectors were missing but was able to find a replacement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that this calibration test unit appeared to have broken connectors and cables. They stated that they would bring the device back for calibration.